Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set infusing chemotherapy to a patient was noted to be leaking at the y-site port below the clamp. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked at the set's second y-site port was confirmed. Visual inspection of the set showed a puncture on the top of the piston of the smartsite port. There were no other anomalies observed. Functional testing confirmed leaking from the damaged piston. The cause of the leak was a damaged smartsite valve piston. The likely cause of the damage was the valve being accessed by a needle.

Event description:
The customer reported that the set infusing chemotherapy to a patient was noted to be leaking at the y-site port below the clamp. There was no patient harm.